Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 received log files. It was suspected that the depleted batteries, as the patient was connected to batteries at time of death: the log files were reviewed. During the analysis of the log file we observed low voltages while on batteries, the batteries did end up losing power causing the ebb to take over running the vad and then pump was stopped due to an intentional pump stop performed on (B)(6) 2018 at 3:52:34. Alarm description: low voltage hazard on batteries. No further information was provided.